Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. One patient had an access site bleed, one patient had a stroke, one patient had urinary retention and one case had transient gastroparesis in the standard group. It is unknown if any intervention was performed. The baseline gender/age characteristics is male/63 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cryoballoon pulmonary vein isolation: double stack vs standard ablation. Circulation: heart rhythm. 2025; https:// doi: 10.1016/j.hrthm.2025.01.030 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding if enhancing the index ablation line through the use of multiple cryoballoon diameters would be superior to standard ablation with bonus freeze. One patient had an access site bleed, one patient had a stroke, one patient had urinary retention and one case had transient gastroparesis in the standard group (used 2af284 -balloon catheter, 4fc12 ¿ sheath and 990063-020 ¿ mapping catheter). It is unknown if any intervention was performed. The status of the device is unknown. No additional adverse patient effects were reported.